Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a low monitoring voltage while still in the box, prior to implant. A guidant technical services (ts) consultant recommended returning the device for analysis.